Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during an esophageal achalasia dilatation performed on (B)(6) 2013. According to the complainant, during the procedure the pneumatic handpump would not inflate the balloon. No visible issues were noted to the device. The procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. . The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the gauge to be reading inaccurately, therefore, this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture date is unknown. This is a reusable device, therefore there is no expiration date. The failure found through the investigation of gauge reading inaccurately. Product was returned and the analysis performed. Residue was noted inside the gauge, scratches were noted on the lens, and needle found to be well below zero mark. Inflation was attempted and the needle was very erratic and was reading way off. The unit was unable to be recalibrated and bring back within specs. It is suspected that unit may not be ¿new¿ as stated as it was observed during visual inspection residue and scratches on lens as well as a residue inside of gauge. The damage was likely caused by jarring during shipment or handling. Therefore, the most probable root cause for this event is handling damage.